Event description:
Kimberly-clark received a report stating the microcuff subglottic endotracheal tube pilot balloon detached from the tube. There was no patient injury.

Manufacturer narrative:
(B)(4). Method: actual device evaluated; light testing; visual inspection. Results: fatigue problem. Conclusions: manufacturing deficiency. FDA was notified on 11/25/2014 of voluntary recall. Report number z-0867-2015. A review of the device history record was not possible as no lot number was provided. One sample device was returned. A lot number was not provided and the sample was returned without original packaging. The detached inflation line was returned with the endotracheal tube; however, the vent proximal tube vent connector was not returned. The distal end of the inflation line and the inflation line access lumen on the endotracheal tube were viewed under ultraviolet light and there was no presence of optical brightener. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database (B)(4).

Manufacturer narrative:
Evaluation of the returned complaint product is in-progress. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. Kimberly-clark has no independent knowledge of the event reported, but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as complaint (B)(4).